Event description:
Revision surgery - due to the patient experiencing shoulder pain. There was bone formation and the surgeon removed the original shell and liner.

Manufacturer narrative:
The reason for this revision surgery was the patient was experiencing shoulder pain. The length of in vivo service was 11.7 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 14 prior complaints reported against this part number; summary of investigations: first complaint for pain; the others are an assorted variety not associated with product issues. This is the first complaint against this lot number. The complaint also notes the presence of a bone formation in the joint. No information was provided that definitively described the root cause or reason of the joint pain. No other conditions relating to this event could be determined with confidence. Factors that may contribute to the pain not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions and improper surgical technique. There are no indications of a product or process issue affecting implant safety or effectiveness.